Event description:
The arrhythmia computer failed to alarm on 11/9/92. The volume setting for the alarms was approx. 3/4 of full volume.when the incident occurred there were two nurses assigned to ICU. One was conferring with a physician. The other nurse was at a patient's bedside (approx. 10 feet from the arrhythmia computer). The telemetry nurse did not hear an audible alarm, nor did he reset the alarm.the alarm that did not ring was for asystole, which is classified in the arrhythmia system as a "red" alarm ( the highest alarm). This means that it should continue alarming loudly until manually reset (by a nurse)device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.